Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed when slitting sheath due to abnormal vessel condition. The patient was found diaphragmatic muscle stimulation and high threshold. The lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.